Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was above 400 mg/dl and 40 mg/dl. The customer was not admitted into the hospital as a result of high and low blood glucose. Customer did not experiences any symptoms related to the high and low blood glucose. Customer was treated with the insulin pump and glucose . The insulin pump will not be returned for analysis. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98 mg/dl at the time of event and the sensor glucose was 40 mg/dl at the time of event. The sensor glucose value that triggered the suspend event was 40 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.